Event description:
The customer reported the ventilator alarms neonatal failure. Technical support clarified the exhalation valve test failure (neonatal option only) occurred during est with diagnostic code 3158. The customer reported the failure was due to a solenoid not letting the pressure sensor zero. The customer reported there was no patient involvement.